Event description:
Based on information reported to davol: it was reported that the x-stream irrigation tubing sets were received with cracked packaging. The product was exposed due to the cracked packaging causing loss of sterility. The damage was noted upon receipt of the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
The three units returned were found to have cracked blister trays to varying degrees. The blister packaging seals were noted to have been fully formed at one time. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product I sterile unless package is damaged or open.